Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1499 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported a pinhole under securacath of PICC line. Action taken: PICC line assessed-when flushing pinhole noted under securacath. PICC line removed as per PICC line placer. No other information provided.